Event description:
In 2009, pt reports she noticed air bubbles form in the insulin cartridge when it is approx 1/2 way gone. She states the air bubbles appear at the base of the insulin cartridge and she will have unexplained high blood glucose. Pt reports her blood glucose has elevated to the range of 200 mg/dl. Target range is 100-120 mg/dl. Pt states she currently does not remove air bubbles. Recommended to prime air bubbles through the infusion tubing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.